Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Date of event: the event occurred in 2020, however, the month and date of the event were not reported. Procode is krd/hcg. . The healthcare professional reported that during the procedure, the 2.00mm x 4.00cm galaxy g3 mini coil (glm920040 / l13101) could not be advanced forward after the introducer was removed. Additional information received indicated that prior to the reported issue, there were other coils that were successfully advanced through the microcatheter (unknown brand). There was no damage was observed on the microcatheter. Continuous flush was maintained through the microcatheter. The tip of the introducer was installed into the hub and locked with the rotating hemostasis valve (rhv) during the coil advancement. The physician is experienced and familiar with cerenovus coils. The procedure was continued using a new coil device. Target position was not lost, and force was not applied to the device. There was no report of any patient adverse event or complication as a result of the reported issue. The 2.00mm x 4.00cm galaxy g3 mini coil was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 4.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. There was no damage / anomaly observed during the visual inspection. The marker band was found at 39cm from the hub; this is within specification. The returned device underwent microscopic inspection. The embolic coil was observed stuck inside the coil introducer in kinked condition. Functional analysis could not be conducted due to the condition of the embolic coil and it being stuck inside the introducer. A review of manufacturing documentation associated with this lot (l13101) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint reported that the 2.00mm x 4.00cm galaxy g3 mini coil could not be advanced forward after the introducer was removed could not be duplicated in the lab. During the inspection, the embolic coil was observed stuck in the introducer and kinked. The condition of the embolic coil likely contributed to the reported event documented in the complaint. Coil kinking is a known potential issue associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as kink from occurring. The kinked condition observed on the embolic coil of the returned device was not originally reported with the complaint. The exact cause of the observed kinked condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during the attempt to advance the coil forward after the introducer was removed. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.00mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in the observed kinked condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 2.00mm x 4.00cm galaxy g3 mini coil (glm920040 / l13101) could not be advanced forward after the introducer was removed. Additional information received indicated that prior to the reported issue, there were other coils that were successfully advanced through the microcatheter (unknown brand). There was no damage was observed on the microcatheter. Continuous flush was maintained through the microcatheter. The tip of the introducer was installed into the hub and locked with the rotating hemostasis valve (rhv) during the coil advancement. The physician is experienced and familiar with cerenovus coils. The procedure was continued using a new coil device. Target position was not lost, and force was not applied to the device. There was no report of any patient adverse event or complication as a result of the reported issue. The 2.00mm x 4.00cm galaxy g3 mini coil was returned for evaluation which revealed that the coil was in kinked condition. Based on the product analysis completed on 02 december 2020, this event has been deemed MDR reportable as a ¿malfunction.¿